Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting/underfill was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting/underfill were observed. 2 photos were evaluated that shows blood in the tube, the label fill line cannot be seen; however, the fill line is not the minimum draw. The vacuum needs to be exhausted before removing the needle from the tube. A tube was filled to the minimum of 1.62ml. The comparison of the customer photos and the photo of the 1.62 minimum shows them to be similar and does not confirm underfill of the product. 5 production lot in-house retention samples were visually inspected with no issues being identified and submitted to the chemistry lab for testing. All results were within the specification limits of 2.67mg ¿ 4.84mg for catalog 367841. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting/agglutination/underfill) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting/underfill. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting/underfill were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced clotting/micro clots/fibrin clots, underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: we have contacted quest regarding the lavender top tubes because the vacuum does not work as well on the new version we have received. The new tubes have plastic tops and are not working well. We have even had a lab come back unperformed due to the blood arriving clotted. On 30-aug-2021: "spoke with (B)(6) and she stated that they actually had only 1 tube that clotted. The real problem is the vacuum in the tubes; the tubes are filling so slowly and even if they keep the tube on the holder, it does not fill completely, perhaps 1/3 f the tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced clotting/micro clots/fibrin clots, underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: we have contacted quest regarding the lavender top tubes because the vacuum does not work as well on the new version we have received. The new tubes have plastic tops and are not working well. We have even had a lab come back unperformed due to the blood arriving clotted. 30-aug-2021: "spoke with (B)(6) and she stated that they actually had only 1 tube that clotted. The real problem is the vacuum in the tubes; the tubes are filling so slowly and even if they keep the tube on the holder, it does not fill completely, perhaps 1/3 f the tube.